Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: device code - device code should have been "wireless communication problem" instead of "premature discharge of battery." The change is reflected in this follow up report 2.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the clinician programmer displayed the end of service (eos) message. The patient last felt stimulation approximately two months ago. Surgical intervention may occur at a later date to address the issue.